Event description:
It was reported that there was bleeding at the implant site of the insertable cardiac monitor (icm). The physician stopped aspirin and administered a second line of antibiotic. The patient came in for a follow up and the incision site was still not healing properly. The physician applied dermabond glue and staples to get the incision site closed. No additional adverse patient effects were reported.